Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices were within her pelvis") and procedural pain ("complications during her post-operative recovery/ painful recovery from her essure removal surgery") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe lower back pain"). The patient was treated with surgery (laparoscopic total hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, procedural pain, dysmenorrhoea, genital haemorrhage, menorrhagia, abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and procedural pain to be related to essure. The reporter commented: following the surgery, plaintiff endured complications during her post-operative recovery which resulted in further hospitalization. Plaintiff suffered a painful recovery from her essure removal surgery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. X-ray - on (B)(6) 2012: essure devices were within her pelvis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices were within her pelvis / perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses") and procedural pain ("complications during her post-operative recovery/ painful recovery from her essure removal surgery") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2007 to (B)(6) 2010. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation in 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, procedural pain, dysmenorrhoea, abdominal pain lower and back pain was resolving, the bladder disorder, urinary tract disorder, vaginal discharge and weight increased outcome was unknown and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, procedural pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff endured complications during her post-operative recovery which resulted in further hospitalization. Plaintiff suffered a painful recovery from her essure removal surgery. Since having the surgery, plaintiff's symptoms were mostly resolved. Essure worsened a previously existing injury/condition (not specified). The symptoms she claimed resulted from essure decreased or resolved following essure removal (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. X-ray - on (B)(6) 2012: essure devices were within her pelvis. Current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement 175 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Outcome of abdominal pain updated to resolved, previous event device dislocation clubbed with fallopian tube perforation. Onset date of events added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices were within her pelvis"), fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses") and procedural pain ("complications during her post-operative recovery/ painful recovery from her essure removal surgery") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural pain (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic total hysterectomy to remove the essure devices), surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes), and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, procedural pain, dysmenorrhoea, abdominal pain lower and back pain was resolving and the fallopian tube perforation, bladder disorder, urinary tract disorder, nausea, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, procedural pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff endured complications during her post-operative recovery which resulted in further hospitalization. Plaintiff suffered a painful recovery from her essure removal surgery. Since having the surgery, plaintiff's symptoms were mostly resolved. Essure worsened a previously existing injury/condition (not specified). The symptoms she claimed resulted from essure decreased or resolved following essure removal (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, x-ray - on (B)(6) 2012: essure devices were within her pelvis. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Most recent follow-up information incorporated above includes: on 03-apr-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events bladder problems or changes, urinary problems or changes, perforation (fallopian tube(s)), nausea, vaginal discharge, weight gain, abdomen pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices were within her pelvis / perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses/menorrhagia") and procedural pain ("complications during her post-operative recovery/ painful recovery from her essure removal surgery/other injury(ies) or complication (s) please describe: postoperative pain/ swelling around removal incision") in a 28-year-old female patient who had essure (batch no. 836499, 841528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement 175 lbs. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2010. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced procedural pain (seriousness criterion hospitalization), 1 year 9 months after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen and surgery (ablation, ablation in 2013 and total hysterectomy (uterus and cervix removed), salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, procedural pain, dysmenorrhoea, abdominal pain lower and back pain was resolving, the bladder disorder, urinary tract disorder, vaginal discharge, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, ovarian cyst, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff endured complications during her post-operative recovery which resulted in further hospitalization. Plaintiff suffered a painful recovery from her essure removal surgery. Since having the surgery, plaintiff's symptoms were mostly resolved. Essure worsened a previously existing injury/condition (not specified). The symptoms she claimed resulted from essure decreased or resolved following essure removal (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. X-ray - on (B)(6) 2012: results: essure devices were within her pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Lot number added. Events added: abnormal bleeding (vaginal) and reproductive system disorder or condition type of disorder or condition: ovarian cysts. Event clubbed: prolonged menses/menorrhagia and complications during her post-operative recovery/ painful recovery from her essure removal surgery/other injury(ies) or complication (s) please describe: postoperative pain/ swelling around removal incision. Treatment drug added. Event onset date were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices were within her pelvis / perforation (fallopian tube(s))"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("prolonged menses/menorrhagia") and procedural pain ("complications during her post-operative recovery/ painful recovery from her essure removal surgery/other injury(ies) or complication (s) please describe: postoperative pain/ swelling around removal incision") in a 28-year-old female patient who had essure (batch no. 836499, 841528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *current weight as of (B)(6)2018: 190 lbs. Approximate weight at the time of essure placement 175 lbs. Previously administered products included for birth control: mirena from 2007 to (B)(6)2010. Concurrent conditions included obesity. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced procedural pain (seriousness criterion hospitalization), 1 year 9 months after insertion of essure. In (B)(6)2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts nos"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain") and abdominal pain ("abdomen pain"). The patient was treated with ibuprofen and surgery (ablation, ablation in 2013 and total hysterectomy (uterus and cervix removed), salpingectomy, cystoscopy). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, procedural pain, dysmenorrhoea, abdominal pain lower and back pain was resolving, the bladder disorder, urinary tract disorder, vaginal discharge, weight increased, vaginal haemorrhage and ovarian cyst outcome was unknown and the nausea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, ovarian cyst, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff endured complications during her post-operative recovery which resulted in further hospitalization. Plaintiff suffered a painful recovery from her essure removal surgery. Since having the surgery, plaintiff's symptoms were mostly resolved. Essure worsened a previously existing injury/condition (not specified). The symptoms she claimed resulted from essure decreased or resolved following essure removal (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. X-ray - on (B)(6)2012: results: essure devices were within her pelvis. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, lot number: 836499, manufacturing date: 2011/03, expiration date: 2014/03. Lot number: 841528, manufacturing date: 2011/03, expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.